Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed upstream occlusion" was not reproduced. Evaluation sent device to flowline for ultrasonic sensor us occlusion, ultrasonic sensor us air, and downstream occlusion testing, the device passed all tests. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion in the biomedical service department. There was no patient involvement. No additional information is available.